Manufacturer narrative:
Three photos were returned by the customer showing the dry spike adaptor separated from the bag spike. The reported complaint of leaks and separation on the 011-cl-12 can be confirmed. The probable cause of the separation is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A lot number has been provided. A device history lot review is pending.

Event description:
The event involved a chemolock¿ bag spike w/port, dry spike where it was reported the bag had just been adjusted (by squeezing the chamber) to ensure that the last 20ml of cyclophosphamide infusion could be administered to the patient. Whilst squeezing the chamber, the spike fell apart into two pieces resulting in a spill. There was no apparent excessive force applied by the nurse in manipulating the spike. There was unprotected chemotherapy exposure to the patient, health care worker or other personnel. Chemo spill kit used per facility protocol. No replacement set; patient received 20ml less than intended dose. There was patient involvement, no patient harm, but there was a delay in therapy.